Event description:
"Rospective" pregnancy case was reported by a consumer and describes the occurrence of premature delivery ("premature baby"), pregnancy with contraceptive device ("premature baby") and cholecystectomy ("remove gallbladder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation on same date" on (B)(6) 2010 and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and life threatening) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), weight increased ("weight gain"), tooth disorder ("my teeth are giving me problems"), headache ("headaches"), peripheral swelling ("legs swelling"), ovarian cyst ("ovarian cyst"), cystitis ("bladder infection"), abdominal rigidity ("stomach tightness"), hypertension ("high blood pressure") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. At the time of the report, the premature delivery, pregnancy with contraceptive device, cholecystectomy, weight increased, tooth disorder, headache, peripheral swelling, ovarian cyst, cystitis, abdominal rigidity, hypertension and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal rigidity, back pain, cholecystectomy, cystitis, headache, hypertension, ovarian cyst, peripheral swelling, pregnancy with contraceptive device, premature delivery, tooth disorder and weight increased with essure. The reporter commented: she had premature baby and this made both at life threatening risk in 2014/2015. Event date was reported as (B)(6) 2010 but not specified and/or assigned to one of the events. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5078941) on 15-aug-2018. The most recent information was received on 13-nov-2018. This retrospective pregnancy case was reported by a consumer and describes the occurrence of premature delivery ("premature baby"), pregnancy with contraceptive device ("premature baby") and cholecystectomy ("remove gallbladder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "ablation on same date" on (B)(6) 2010 and device ineffective "device ineffective". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced premature delivery (seriousness criteria medically significant and life threatening) and pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient underwent cholecystectomy (seriousness criterion medically significant), weight increased ("weight gain"), tooth disorder ("my teeth are giving me problems"), headache ("headaches"), peripheral swelling ("legs swelling"), ovarian cyst ("ovarian cyst"), cystitis ("bladder infection"), abdominal rigidity ("stomach tightness"), hypertension ("high blood pressure") and back pain ("back pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. At the time of the report, the premature delivery, pregnancy with contraceptive device, cholecystectomy, weight increased, tooth disorder, headache, peripheral swelling, ovarian cyst, cystitis, abdominal rigidity, hypertension and back pain outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter provided no causality assessment for abdominal rigidity, back pain, cholecystectomy, cystitis, headache, hypertension, ovarian cyst, peripheral swelling, pregnancy with contraceptive device, premature delivery, tooth disorder and weight increased with essure. The reporter commented: she had premature baby and this made both at life threatening risk in 2014/2015. Event date was reported as on (B)(6) 2010 but not specified and/or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.